Event description:
A model 754 ventilator would not provide the required o2 flow while in use on a pt. An inspection of the device revealed that a dirty oxygen source caused a blockage in the ventilator valves. The equipment was cleaned and operated to specification. The customer was advised of the oxygen problem and provided filters for use with the ventilation to avoid any reoccurence. No injury resulted to the pt .